Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. I&d (incision and drainage)is a procedure that can be performed under local anesthesia, as well as general sedation, depending on where it is performed and how deep surgeon anticipates he will need to explore the wound. The I&d is used to open the wound and drain any type of fluid, exudate or hematoma and to promote the wound to heal. As the wound was noted as non-healing, draining and required a poly exchange, it can be implied that the wound is symptomatic for possible deep post-operative infection, which is causing the drainage and non-healing wound. The reported event of superficial infection <30 days occurred post implantation. Superficial infections occurring <30 days from implantation are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure one month post implantation due to infection. Articular surface prosthesis was revised. Attempt for further information has been made, but no further information has been provided.